Event description:
Heartware hvad/lvad implanted for end stage hypertrophic cardiomyopathy. Patient discharged on warfarin to rehab nine days later. Sixteen days after discharge, the patient was found to be aphasic at rehab and was transferred to hospital. Emergent imaging confirmed large left brain hemorrhage.